Event description:
The physician performed an ercp with a needle knife papillotome. It was reported that a portion of the needle knife remained in the pt. It was unclear whether an actual portion of the knife remained in the pt or if the needle knife charred and disintegrated. The instructions caution "the needle knife must fully exit the duodenoscope. When applying current, contact of the cutting wire with the endoscope may cause grounding which can result in pt injury, operator injury, a broken needle knife, and/or damage to the endoscope. Maintaining the needle knife in one position may cause excessive focal coagulation, charring of the tissue and/or breakage of the needle knife." No further info is available.